Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. Visual inspection reveals mild use; all parts of the driver are in good condition and show minimal damage except the driver blade. Visual inspection reveals the driver blade has been fractured at the portion of the shaft where the diameter is the smallest; therefore the complaint is confirmed. The instrument is a torque limiting driver; the shaft is designed to fracture when too much torque is applied to its mating part. This is a safety feature so as not to damage the implant or patient. The most-likely cause of the complaint was determined to be the design of the product which functioned as intended. It is possible the operator of the device lacked familiarity with the product. This is addressed in the warnings and precautions section of the instructions for use. The non-conformance database was reviewed in the evaluation and no non-conformances were found for this product and lot. There are no indications of manufacturing defects. Based on the device evaluation, the following were updated: date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. This device is intended and designed to break when excessive torque is applied to the instrument as to not damage the implant. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the driver broke during a follow up visit. The surgeon was using the driver to remove the drive screw after the distraction had been completed. The drive screw was successfully removed with another tool. The patient is fine and the surgeon is happy with the results.

Event description:
(In addition to what was already reported): it is reported that the device was not used in the mandible, but in the advancement of the fronto-basal block in a craniosynostosis procedure. It is reported the driver broke on the left side.